Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses when the customer was attempting to press the blue lock option. Customer was ultimately able to proceed successfully with the load sequence and resume insulin delivery. There was no known impact to the customer's blood glucose.